Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving an unknown drug (dose and concentration unknown) via an implantable pump for no known indication for use. It was reported the hcp stated that on (B)(6) 2019 they were able to aspirate, but were unable to fill the pump completely. No symptoms were reported. Troubleshooting was reviewed. It was noted that they changed refill kits and eventually were able to fill 30cc of fluid. It was noted that troubleshooting resolved the event and the hcp was not able to fill the pump completely, but were able to fill the pump to 30ml and the hcp was satisfied for the time being. It was noted they would call back if they see the issue again. The event date was (B)(6) 2019. No further complications were reported or anticipated.

Event description:
Additional information received from a foreign manufacturer representative (rep) provided the serial number of the pump, the implant date, and patient's identifying information. It was noted that they were unsure of the cause of not being able to fill the pump completely. The provided information was confirmed with the healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.